Event description:
Pt had pacemaker leads pulled due to infected site and upon digital fluoro study of the pacemaker site, staff noticed a foreign body in the superior vena cava. CT scan was performed and revealed a foreign body. Pt was subsequently taken to rad specials where foreign body was removed via snare catheter. Foreign body was identified as a 9fr peel away sheath from a prior procedure.